Manufacturer narrative:
At this time, the ICD remains implanted and in service. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code indicating that the voltage was too low for projected remaining capacity. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant discussed that the fault occurs when the battery voltage is less than expected based on the estimated approximate time to explant. A memory download could be performed and sent for analysis in order to have the depletion rate assessed. It was also discussed that the ICD should be replaced as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Once the ICD is received and analysis completed, this report will be updated.

Event description:
Additional information was received that a revision procedure was performed and this ICD was successfully replaced. No additional adverse patient effects were reported. The ICD will be returned for laboratory analysis.

Event description:
--

Event description:
--